Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that surgeon requested for a 7x25mm biorci ha screw. Surgical technique followed as per usual. Hard bone wasn't noted, bone taps weren't offered/used. Screw split lengthwise while being advanced into femoral tunnel. All the pieces were removed from the patient.

Manufacturer narrative:
One 7207675 sterile biorci ha 7x25mm 8mm head screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Influences that could compromise product integrity include: site prep with alternate or without recommended instruments. Not accounting for taper or larger head to body design. Entanglement with guide wire or other instrument causing tearing and fractures. Use of disproportionate screw size. Use of excess torque or force. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Final product met predetermined specifications upon release to distribution. No further investigation is warranted at this time.